Event description:
Caller reported a malfunction on the pump, and there were no notable events occurring prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer service provided pump reset information and assisted the caller in resetting the pump. After resetting, the same malfunction code did not recur, and the customer was instructed that they could continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.